Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of the device. Failure (event) observed during analysis.upon receipt, no communication could be established between the device and programmer due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no cause for premature battery depletion was found. The original battery was returned to the vendor for further evaluation and no anomalies were found. The cause of the premature battery depletion could not be determined.(B)(4).

Event description:
This report is to advise of an event observed during an analysis.